Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/15/2015. The fse could not confirm an active leak, but found evidence of leakage. The fse trimmed the tubing connected to valve vl98 and replaced the associated actuator resolving the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a few drops of contained blue liquid leaked near the shear valve in a coulter lh 780 hematology analyzer while the instrument was idle. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.